Event description:
Shoulder surgery (shoulder operation). Angioedema, itching (pruritus). Case description: initial information was received on 16-apr-2008 from hcp. The patient's dob, initials, and medical history were not specified. The patient received a series of synvisc injections in an unspecified location about two months ago. About 3 weeks after receiving the last dose of synvisc, the patient had shoulder surgery. On an unknown date after the surgery, the patient experienced angioedema and itching at an unspecified location. At the time of this report, the itching has still persisted, and the overall outcome of the patient was unknown. No further information provided.